Event description:
It was reported that the customer was hospitalized for high blood glucose. Troubleshooting could not be performed at the time of the call because the nurse stated that she did not have time. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.